Manufacturer narrative:
A1: patient identifier: not available due to hospital policy a2: age & date of birth: not available due to hospital policy a3: patient sex: not available due to hospital policy a4: weight: not available due to hospital policy a5: ethnicity: not available due to hospital policy a6: race: not available due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted a review of the device history record of the product code/lot# combination was conducted with no findings. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal device arteriotomy locator would not snap or lock into place with the angio-seal sheath. The device was still deployed without further problem properly with no issues for the patient. The patient was stable, and the procedure was successful. There were no other devices or equipment used with the reported product. Additional information was received on (B)(6) 2023: the type of procedure being performed on the patient prior to using the angio-seal device was a left heart catheterization using a 6 fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The device was manually held together to deploy.